Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent system functionality. No pt service injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc cpu assembly was evaluated and replaced. The systems interface pcb, passive backplane, ffb pcb and gib pcb assemblies were replaced. The hard disk drive was also replaced and version 30 of the system software was installed. The system was tested and found to be working as intended and returned to service.